Manufacturer narrative:
Returned device was received with the top case cracked by battery compartment and battery holder broken. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator was dropped and has broken battery door. No adverse patient effects were reported.